Manufacturer narrative:
B)(4). The device was manufactured by crux biomedical, inc. As part of this study. (B)(6) brought crux biomedical in 4th quarter of 2012 and the company no longer exist therefore (B)(6) is reporting this incident to the FDA. The patient was enrolled in retrieve 2 study in 2010. The clinical indication for this patient in the retrieve 2 clinical study was contra-indication for anticoagulants. The physician who attempted to retrieve the filter stated that he did not implant the crux vcf in this patient and that the patient had the crux vcf for several years. The physician also indicated that the thrombosis was not necessarily the result of the crux filter but could have been the result of any ivc filter in the patient. It was reported that at this time, there is no need to remove the filter. No surgical intervention was performed and the patient was reported to be in stable condition. The physician will follow up with the patient to determine if and when a surgical removal is needed.

Event description:
It was reported that a patient had chronic total occlusion of the filter-bearing infrarenal inferior vena cava and iliac veins. The physician had to recanalize the iliac veins and ivc requiring radiofrequency recanalization. The hook remained embedded and had to be dissected free with forceps. Once free, the physician was able to sheath the caudal 20% of the filter, but had to switch to a laser sheath to sheath an additional 10-15% of the filter, because, the filter could not be dissected further. At this point, the patient's pain increased, indicating deep embedment of the filter within the soft tissues of the caval remnant and the procedure was aborted. The physician reported that he would attempt retrieval from above but the patient had total thrombosis in her central chest veins, as well. The patient's lower extremity venous insufficiency has improved with the physician's management and will reassess her in a month to see if additional intervention is warranted. It was also reported that the patient is feeling better since she was put back on anticoagulation and was able to traverse her blockage.